Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 19 mm in diameter and it was 2.0 cm in length. There was an accessory left renal artery. The aortic bifurcation was 24 mm in diameter, the left iliac was 12 mm in diameter and the right was 13 mm. The implant procedure was successful and the final angio showed no complication. After the patient was sent to pacu the physician was called as there was no pulse in the right foot and the patient was complaining of pain. The patient was monitored for 30 minutes after which the physician ordered the patient to be heparinized. It was reported that the right ipsilateral side of the graft was occluded at the flow divider where there was a narrowing that measured 12 mm in diameter with some calcification. The patient was brought back to the or overnight and two stents from another manufacturer were placed and post dilated to increase the diameter. The area was then relined with an endurant 16x13x82 iliac limb. No additional clinical sequelae were reported and the patient is fine. Review of several returned still angio images revealed that the ipsilateral limb and extension were placed into the right iliac, and the contralateral limb into the left iliac. Beginning near the flow divider, the ipsilateral limb is completely occluded. The cause of the occlusion could not be determined. There is possible slight compression of the ipsilateral limb near the flow divider as well as the distal aorta, but this could not be confirmed as the cause.

Manufacturer narrative:
(B)(4).